Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The transeptal puncture was completed successfully. After crossing with the was and pigtail catheter it was noted that the was was not coaxial to the appendage and was taking an unusual path. The physician was able to correct this for the most part; however, the was path into the appendage was not ideal. The wds was inserted and the closure device was deployed but the distal aspect of the closure device was either through the backwall of the appendage or not positioned properly. Transesophageal echocardiogram (tee) imaging showed a large rapidly growing pericardial effusion. The was and wds were removed from the patient, heparin was reversed, and a pericardiocentesis was performed. 1450cc of blood was drained with no resolution. The patient was placed on circulatory bypass and then the laa was clipped. The patient was stable following this treatment. No other intervention or complications were reported to have occurred.